Event description:
It was reported, bd smartsite, leakage. The following information was provided by the initial reporter: equipment nurse reported fluid leaking from smartsite connector. Additional information: date / time of incident ¿ issue found at handover - 25/5/26 @0710hrs lot number of 2401-0004. ¿ packaging not kept, however current lot numbers on the floor are 26035792 & 25115659. What infusate was running - albumin 5%. When was the leakage noticed by staff ¿ during handover (as above). How long was the infusion running and what rate when the incident occurred. ¿ approx 3.5 hours. Was the proximal smartsite accessed during this infusion? - no. Was the patient harmed? - critically ill baby didn¿t receive the prescribed albumin. Baby then had to have double the volume infused to meet requirements. Any information that you have would be valuable when logging this incident. ¿ new line was used to commence a new bottle of albumin.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.